Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a revision surgery on (B)(6) 2016. The original surgery was on (B)(6) 2015. The revision surgery was due to patient falling which loosened the implants. During the revision the original serf ci 45/22, 2 e liner, was replaced with an implant of the same size. The omni apex arc stem size 0 and apex arc neck anterverted was revised to an omni k1 femoral stem size 2 lat, and the femoral cocr head 22.225mm dia + 0mm was revised to a femoral cocr head size 22.225 dia + 3.5mm.